Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an insulin pump error. The customer's blood glucose levels were 122 mg/dl at the time of the incident. The customer stated that the same insulin pump error had gone through troubleshooting before but it is still reoccurring. Troubleshooting was performed. The insulin pump is returning for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarm noted during testing. Device functioning properly.